Event description:
Pt reported an alleged port leak. The surgeon performed an adjustment fill and about a week later, the pt was feeling no restriction. The surgeon tried to remove existing saline from the device and it measured a lot less than originally injected. The surgeon added saline once more, but the pt, again, felt no restriction, this time within about 3 to 4 days. No diagnostic testing and no explant surgery was performed. The device remains implanted at this time.

Manufacturer narrative:
(B)(4). The product associated with this report remains implanted at this time and therefore has not been returned to allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The serial number of the device was requested from the surgeon. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."